Manufacturer narrative:
Result: foot board.

Event description:
It was reported by service report that the bed has a broken footboard. It is unk if there was pt involvement, however no adverse consequences are reported.